Event description:
It was reported that a needle retraction failure occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "the needle didn't retract even pressed the button."

Manufacturer narrative:
Investigation summary: received one used, iag bc 22ga unit without packaging from material number 381023; lot number unknown. Five photos were also submitted for review. Photo one displayed a 22ga unit photo two displayed a 22ga unit without the needle cover. Photo three displayed a closeup of the grip, white button and catheter/adapter photo four displayed a closeup of the grip component. Photo displayed a closeup of the grip component. A visual evaluation of the returned unit was performed; the white button was depressed, and the needle was not retracted. The spring was missing from around the needle hub. A function test (needle retraction was performed by position the hub into position and pressing the white button into to lock the hub position. The white button was then depressed, the needle did not retract. Photos: based on the review of the submitted photo; revealed the same finding as the evaluation of the returned unit. Conclusion: the defect needle retraction failure was identified, confirmed and replicated with the returned unit. Without the spring the needle/hub will not retract. The root cause was manufacturing.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle retraction failure occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "the needle didn't retract even pressed the button."